Event description:
Reporter wore patch on her neck for four hours and was burned badly on neck. She did not feel burning while she was wearing patch, but neck was "red as a lobster" after patch removal. Blisters developed but did not open, so she did not see a doctor or health professional. She has used this product before, but has never had a reaction before. She developed a migraine headache that lasted for 3 days, but didn't know if it had anything to do with the patch.